Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/09/2016. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2012 and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.